Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted a crack is observed at the 3 mm luer lock level. Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use a. To attach needle to syringe step 1: remove tip cap hold syringe and pull tip cap off the syringe as shown in figure a. Step 2: insert needle hold the syringe body and firmly insert the hub of the needle (provided in the juvéderm® package) into the luer-lok® end of the syringe. Step 3: tighten the needle tighten the needle by turning it firmly in a clockwise direction (see figure b) until it is seated in the proper position as shown in figure c. Note: if the position of the needle cap is as shown in figure d, it is not attached correctly. Continue to tighten until the needle is seated in the proper position. Step 4: remove the needle cap hold the syringe body in one hand and the needle cap in the other. Without twisting, pull in opposite directions to remove the needle cap as shown in figure e."

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had cracked at the hub and product was leaking after the needle was screwed on during injection. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.